Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring at 125 ohms on this right ventricular (rv) channel. This lead currently remains in service. No adverse patient effects were reported.